Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. During the onsite visit the tm (territory manager) completed system verification and bi-annual preventive maintenance. The root cause could not be determined conclusively. (B)(4).

Event description:
A technician reported a bilateral case of under-corrected refractive outcome, observed at seven days post lasik treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.